Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer was getting poor communication both with and without the antenna attached. The patient a lso reported that they have been getting no stim at all for the last week and that 2 weeks ago the stim was erratic, and would only work every other day. It was reviewed that without a working programmer they were unable to check to see if stim was on or off, and that once the new patient programmer arrived the patient would have to check. A new patient programmer was sent to the patient. No further complications were reported.